Event description:
It was reported that a total parenteral nutrition (tpn) was infusing through the pump module at a rate of 62.5ml/hr, per orders. The bag was hung on (B)(6) 2022 at 1800 to run for 24 hours. There was 1,500ml of travasol in the bag. The bag was noted to be empty at 0700 but the module still indicated it was running at 62.5ml/hr. The device also indicated 780ml was infused with 720ml " to be absorbed (tba)," but the bag was found empty. The patient's blood sugar rose steadily throughout the night with increasing insulin requirements.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a total parenteral nutrition (tpn) was infusing through the pump module at a rate of 62.5ml/hr, per orders. The bag was hung on march 16, 2022 at 1800 to run for 24 hours. There was 1,500ml of travasol in the bag. The bag was noted to be empty at 0700 but the module still indicated it was running at 62.5ml/hr. The device also indicated 780ml was infused with 720ml " to be absorbed (tba)," but the bag was found empty. The patient's blood sugar rose steadily throughout the night with increasing insulin requirements.